Event description:
It was reported that on (B)(6) 2023, during a right long tfna case the helical blade inserter became jammed in the blade/screw guide sleeve. The surgeon advanced the helical blade by hand until he felt resistance, then administered hammer blows to the back of the coupling screw. It appears that he felt this resistance prematurely, because the inserter was off-track in the guide sleeve; thereafter, the hammer blows caused it to jam. Inspection of the items after sterilization revealed damage to the inside of the blade/screw guide sleeve, which warrants replacement. Now, the 3.2mm wire guide sleeve 248mm will not slide through the blade/screw guide sleeve. This report involves one (1) blade/screw guide sleeve. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. D10 therapy date: (B)(6)2023 e3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the blade/screw guide sleeve. A dimensional inspection was performed for the blade/screw guide sleeve and met specifications. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the blade/screw guide sleeve was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot . Part #: 03.037.017-us. Lot #: 59p0554. Manufacturing site: jabil bettlach. Release to warehouse date: 26, june 2020. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B5: event description updated. H6: health effect impact code added.

Event description:
The surgery was delayed by 45 minutes due to the event, but was completed successfully. There was no adverse consequence to the patient, and no other medical intervention was required.